Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared end of life (eol) with a monitoring voltage of 2.31 volts and a charge time measurement of 33 seconds. Technical services discussed therapy remaining and replacement recommendations. To date, no adverse patient effects were reported with this clinical observation.